Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 117 mg/dl and the sensor glucose was 62 mg/dl at the time of the incident. The customer also mentioned blood glucose was 170mg/dl. The customer reported that she has 2 sensors to return that did not work. Customer states that the first one would not calibrate and the second one it suspends when she is not. Customer states that the first one happened a month ago. Sensor glucose and blood glucose difference is not within acceptable range. Customer refused further troubleshooting and insists for a replacement of the sensors. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor and performed continuity test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings. See attached file for more details.